Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical products - nexgen trabecular metal standard primary patella catalog #: 00587806538 lot#: 62622283. Visual evaluation of the returned tibial tray shows nicks and gouges on the superior surface of the tibial component. Residual bone cement is still affixed on the inferior side of the tibial component in the posterior region and on the side of the medial condylar surfaces, as well as on the pegs that were cut off during revision surgery. However, there is no bone cement in the anterior and antero-lateral regions, or in the region between the pegs. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Product retained by legal counsel.

Event description:
It was reported that patient underwent a left knee arthroplasty and was revised due to pain and tibial subsidence.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products - patellar component catalog#: 00587806638 lot#: 62622283; femoral component catalog#: 42502806801 lot#: 62600202; fixed-bearing catalog#: 42512000510 lot#: 62526812. Upon review of medical records received, the reported event was able to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. The associated risk documentation addressed the reported event; however. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.